Manufacturer narrative:
No product has been returned for investigation. Covidien is unable to determine if the speaker of the unit produced a 'power on self test' tone.

Event description:
Covidien received a report from a biomedical engineer that a speaker from a n-395 was making a cracking sound. The engineer stated this information came to him through his end user. Serial number of the unit is unknown and no further information was provided by the end user.